Event description:
Diasorin molecular llc received a compalint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but were confirmed negative by competitor assays, genexpert and seegene. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a compalint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but were confirmed negative by competitor assays, genexpert and seegene. The customer did not indicate which specific samples were the alleged false positives. Run analysis of the simplexa results show these samples as the most likely to be the suspected false positives: (B)(6). The cts associated with these 5 positive results were above the typical 22-32 CT range and were likely near the limit of detection of the simplexa assay. It is known the genexpert targets (e gene, n2) and seegene targets (e, rdrp, n) are different than the simplexa (s gene, orf1ab). In addition, the subsidiary stated they believe the customer had a contamination after a field service technician visited the customer site. It is likely this contamination at the customer site contributed to the false positive issues. The customer performed decontamination of their workstation and liaison mdx and the issue appears to be resolved. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x14241n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x14239n for suspected false positives.